Event description:
The field engineer reported that the system was displaying an overload fault error message. This error message will likely cause the system to shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator driver and snubber boards were replaced, and a generator calibration was performed. The system was then found to be operating as intended.